Manufacturer narrative:
Findings: compromised forced sensor alarm during basic occlusion test due to faulty force sensor resistor). Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test and excessive no delivery test due to compromised forced sensor alarm. Unable to verify motor error alarm due to compromised forced sensor alarm. Motor passed motor test. Pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by as compromised force sensor system. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump received compromised force sensor system alarm during priming process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.